Event description:
Power and flow elevation w/ intermittent normalization of parameters. Echo showed lvedd of 7.3 from 6.6-6.8 usually and intermittent opening of aortic valve. The inflow cannula sitting close to the septum, but no evident turbulence, suction or obstr.